Event description:
During hip arthroplasty, the spring washer of the trial acetabular liner came off and fell into the pt's wound. All parts were retrieved from the wound successfully with no adverse outcome. Date of use: (B)(6) 2010. Diagnosis or reason for use: hip arthroplasty. Event abated after use: yes.